Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, customer received a minimum fill notification. There was no reported adverse effect to the customer's blood glucose level. Customer was instructed to load a new cartridge onto the pump to resolve issue.